Event description:
It was reported that a malfunction alarm occurred, identified as malf 12, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue resurfaces, which they acknowledged and understood.